Event description:
On 18th october 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, corrosion has built up on the suspension arm and the paint was chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, corrosion has built up on the suspension arm and the paint was chipping. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective device was replaced by new one. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and rust and in this way it contributed to the event. According to the information gathered, the issue was discovered during service visit. When reviewing reportable events for paint peeling issues we were able to establish that the received incidents are occurring at a moderate ratio for paint peeling issue and low ratio for rust issue. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert, the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. From january 2021 the volista standop light heads are equipped with these axles improved. To prevent any safety issue the user manual IFU 01781 en 16 on page 38 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (IFU 01781 en 16, page 95). In addition, the field safety corrective action msa-605552 with the service bulletin sb281b were lauched on may 10th 2022 in order to inspect and replace the axles involved by a paint chipping on the volista standop light heads manufactured between april 2013 and december 2020. The axles involved by a paint chipping must be replaced by the axle kits ard368856555 and ard368857555. For the rust issue, as documented under factory investigation report 2022-225-a. The photographic evidence shows rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (nu IFU 01781 en 19, page 29). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (nu IFU 01781 en 19, pages 37, 93). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (nu IFU 01781 en 19, pages 89-90). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.